Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the centrimag motor not properly connecting to a console, followed by alarming with an m2: motor disconnected alarm after being connected, were both confirmed via the motor¿s functional analysis. The returned centrimag motor (serial number (B)(6)) was functionally tested at the service depot and at the product performance engineering department. The motor was found to have a difficult connection to the console, and a few of its lemo connector pins were observed to be slightly bent. After correcting the pins, the motor was connected to multiple test consoles, and m2: motor disconnected alarms were reproduced. These alarms would occasionally clear upon manipulating the motor¿s cable at various points on its body; however, the system¿s speed was unable to be set while the motor was in use even when the alarms cleared. The motor¿s cable was measured for continuity, and two of its signal lines were found to have been fatigued. Wire fatigue within the motor¿s signal wires would cause the motor to not function as intended. The root cause of the motor¿s difficult connection to the console was determined to have been a few slightly bent pins within its lemo connector; however, the root cause of this damage is unknown. The root cause of the motor causing an m2 alarm to occur when connected to a console was determined to be wire fatigue within the motor¿s cable, consistent with repetitive flexing of the cable over time. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including motor-related alarms, as well as appropriate operator response to these events. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit does not operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag motor not properly or fully connecting to the centrimag console, which would cause an m2: motor disconnected alarm to occur, was not confirmed. The centrimag motor (serial number (B)(6)) was not returned for analysis. Available information for this event indicates that no patients were associated with the event. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual rev. M section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual rev. M section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including motor-related alarms, as well as appropriate operator response to these events. Centrimag motor IFU rev. 06 instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit does not operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the centrimag motor cable connector would not connect to the main console. The unit would return for evaluation and repair. The console was still alarming with m2 code after it was attempted to straighten the pins.